Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed, as fold flaw opening. And missing assessed, as inconclusive. Visibility/ palpability: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: crease and non-penetrating nick was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side "leaking and extracapsular rupture". With "sitting high and double contouring deformity". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "leaking and extracapsular rupture," with "sitting high and double contouring deformity." The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/26/2024.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side "leaking and extracapsular rupture," with "sitting high and double contouring deformity." The device has been explanted and replaced.